Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the auxiliary o2 and suction module, attached to the anesthesia workstation, intermittently failed to provide vacuum. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: (B)(4). Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The company representative visited the hospital to perform the annual preventive maintenance (pm)on the anesthesia workstation and discovered that the bacterial filter holder on the o2 auxiliary and suction unit was damaged resulting in a improper amount of suction being provided. The o2 auxiliary and suction unit was replaced, and after completing the pm, all tests passed and the anesthesia workstation was returned to clinical use. The replaced o2 auxiliary and suction unit has not been returned for investigation. Our conclusion into this matter, which is based on the received information only, is that the damaged bacterial filter holder caused the reported issue. We have not been able to determine why or how the bacterial filter holder got damaged.

Event description:
Manufacturer ref #:(B)(4).